Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) on the homechoice (hc) machine was not confirmed as the sample was not available. The root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during drain 1. The technical service representative (tsr) had the home patient (hp) cycle power and instructed the hp to start over with new supplies. Product surveillance spoke with the hp on (B)(6) 2011. The hp did not notice any visible damage or abnormalities with the supplies that were in use and did not know how air might have got into the lines. The hp stated the sample was discarded and he did not know the lot number of the supplies. The hp was able to provide that he was using a spike connection cassette. The hp stated that he spoke with his registered nurse about the alarm and since then therapy has been going fine. There was no patient injury or medical intervention reported. No further information is available.